Event description:
It is reported that the patient dislocated on (B)(6) 2006 and was reduced. The patient dislocated again on (B)(6) 2006 and was unable to be reduced, resulting in a revision.

Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. Evaluation summary: no devices were returned for review. Primary operative notes state that the acetabular shell was implanted with 20 degrees of anteversion and 40 degrees of hooding. The trial components achieved stable abduction and external rotation. Revision operative notes state that the surgeon believed that after the first dislocation, the hip was reduced with muscle entrapped in the patient's femoral head. The elevated liner was moved from the 10 and 2 o' clock position to the 12 and 6 o' clock position during this procedure, and the femoral head was revised from a +0 to a +3.5. In general, patient factors that may affect the performance of the components include: age, bone quality, height/ weight, activity level, type of activity (low impact vs hight impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unknown. It is possible that muscle tension/ laxity issues played a role in the second dislocation, however, the extent to which this contributed to the first dislocation cannot be determined. Cause cannot be definitely determined. It is not suspected that the product failed to meet specifications. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.